Event description:
It was reported that during a hospitalization, a patient was placed on an external pacing generator (epg). At one point, the patient suddenly became asystolic. A full arrest was initiated and the nearby clinicians began administering CPR. During the clinicians' rescue efforts, it was noted the battery drawer on the epg was open. The battery drawer was closed and the epg immediately began pacing and capturing. The patient's rhythm was stabilized. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Without a lot number or device serial number, the manufacturing date cannot be determined. This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Device serial number, patients involved and event description have been updated with the correct information.